Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a malignant airway stenosis during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, releasing the stent from the delivery system was difficult, causing the stent to be partially deployed. The stent was removed from the patient together with the delivery system and the procedure was completed with another ultraflex tracheobronchial stent. Reportedly, the physician deployed the stent outside the patient and noted the stent had not fully expanded. The patient¿s condition at the conclusion was reported to be stable.

Manufacturer narrative:
A deployed ultraflex tracheobronchial covered stent was received for analysis; the delivery system was not returned. The stent was received fully expanded. Visual examination of the returned device found the stent wire was unraveled. The stent was measured to be within specifications. No other issue with the stent noted. The reported event that the stent failed to expand was unable to be confirmed based on the condition of the returned device; the stent was received fully expanded. However, a photo of the stent provided by the complainant showed the stent was not fully expanded when it was deployed outside the patient. The stent cover requires lubrication to ensure proper expansion, which is a condition typically met while the stent is inside the patient's body. Furthermore, the investigation found the stent wire was unraveled; however, this damage was not seen in the photo provided by the complainant. Therefore, it is concluded that the unraveling was likely due to manipulation of the stent after it was fully deployed. The investigation concluded that the reported event was likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause assigned to this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a malignant airway stenosis during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, releasing the stent from the delivery system was difficult, causing the stent to be partially deployed. The stent was removed from the patient together with the delivery system and the procedure was completed with another ultraflex tracheobronchial stent. Reportedly, the physician deployed the stent outside the patient and noted the stent had not fully expanded. The patient¿s condition at the conclusion was reported to be stable.